Manufacturer narrative:
Event date year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the cause of not feeling stimulation for 1-2 months and the poor communication was that the battery was dead. To mitigate not feeling stimulation and the patient's pain they were taking more medications and using a tens unit. The patient had an appointment with a manufacturer representative who did "something" and now the implant was working fine and the issues were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had been just pumping themselves up with medication because they were in pain. Patient stated that they were able to connect to their recharger and it was connected during the report. Patient stated that they saw one box for coupling and the ins battery was very low. Patient stated the last time they charged was on (B)(6) 2018. Patient also stated they had not felt stimulation since 1-2 months. Patient services suggested patient to contact healthcare professional and have ins tested if they cannot get it charged up completely. Patient was seeing poor communication when they tried to connect since they received the replacement programmer. Patient was in pain and had not felt stimulation in 1-2 months. No further complications were reported as a result of this event.